Event description:
It was reported that the customer's insulin pump was dropped and began making a tone noise and the key stopped working. Customer's blood glucose level at the time 553mg/dl. Customer used multiple daily insulin. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected audio/beep anomalies noted. After battery insertion insulin pump was received with frozen screen at full segment display. Unable to verify keypad unresponsive due to frozen screen. Unable to perform displacement test and pump self test, due to frozen screen. Insulin pump had a frozen screen due to l2 with broken solder joints remote frequency board. Insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, broken battery tube threads and cracked belt clip slot.